Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's aortic arch angle was "abrupt" and the buddy wire method (lunderquist wire inserted into the pigtail catheter) and snare were used. The valve was placed in a good position with no recaptures. The final echocardiogram revealed an ascending aorta dissection. Per the physician, the dissection occurred retrogradely from the vicinity of the common carotid artery. Per the physician, the delivery catheter system (dcs) contributed to the dissection. The angle of the aortic arch was steep and the vascular tissue may be fragile due to long-term oral administration of steroids for rheumatism. Conservative treatment was provided with sedation and blood pressure control. The team consulted with the family, and determined the patient was extremely high risk for surgery. The patient was managed postoperatively in the intensive care unit (ICU). Approximately two days following the valve implant, the patient was observed to have a decrease in consciousness level. Neurology was consulted. The neurology physician diagnosed an infarction within the of the right parietal lobe. The patient's general condition gradually worsened. The patient was eventually intubated. The team attempted to remove intubation, but it was not possible, therefore a tracheotomy was performed. Approximately 17 days following the implant procedure, medication was started due to a decrease in urine output due to the exacerbation of renal failure, however it could not be maintained due to decreased blood pressure, and water removal was insufficient. The patient died 27 days following the implant.